Manufacturer narrative:
Inspected 1 random opened or used sensor and found sensor broken sensor. Broken part still attached to sensor base. Unable to confirm customer received sensor damage due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor fractured while in the body. Blood glucose was 58 mg/dl. Sensor electrode was missing. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for analysis.